Event description:
A report was received that the patient will undergo an explant procedure due to discomfort caused by the stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4), description:linear st lead, 50cm.